Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported that they found liquid leaking underneath the system solution drawer of the alinity m instrument. Customer believed it is either lysis or vapor barrier. The liquid reached the outside of the instrument. No one was hurt or exposed, customer cleaned the floor while wearing personal protective equipment (ppe). This incident is being reported to FDA because the incident occurred in france using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
G1 has been updated to reflect new personnel. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).